Event description:
Material no: 367861, batch no: 9126996. It was reported that after use of the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there is an issue with erroneous results. The following information was provided by the initial reporter: customer called in complaint for products: 367861 and 367986. Customer states physicians have noticed palate count issues with product: 367861, lot: 9126996. Initial testing would have low palate count then when reanalyzed and "vortex" by machine, palate count would be in normal range. Potassium levels were witnessed as high 6.1-6.2 with product: 367986, lot: 9150833. When patients were redrawn potassium levels were in normal ranges 4.1-4.3. Customer has no specific dates or number of occurrences for either products. Spoke with the customer and she stated that the edta tubes were drawn by different phlebotomists at a doctor's office and transported to the lab by courier in boxes with ice packs that are not in direct contact with the samples. They are inverted 5x. The plt clumping has occurred for the past month and a half with about 1/2 of the tubes. The results are normal if the tubes are vortexed. She stated that the sst tubes are drawn at the out patient department within the hospital, and are allowed to clot for 30-45 minutes before centrifugation. The tubes are spun at 4900 rpm for 10 minutes. The staff does not re-spin the tubes and the samples do not appear to be hemolyzed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical service provided troubleshooting with the customer. The customer has indicated that the educational materials and guidance from tech services will suffice. They expressed concern regarding the differences in potassium levels between whole blood and serum. Additional information was provided to address that particular concern. Platelet clumping most commonly occurs due to improper mixing. It is recommended that an edta tube be inverted 8-10 times immediately after the specimen s collected. Not completing these inversions may result in incomplete mixing of the additive in the blood and therefore, platelet clumping. In tubes with anticoagulants, inadequate mixing may result in platelet clumping, clotting and/or incorrect test results. H3 other text.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9126996. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-05-06. Medical device lot #: 9158907. Medical device expiration date: 2020-10-31. Device manufacture date: 2019-06-07. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 367861 batch no. 9126996. It was reported that after use of the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there is an issue with erroneous results. The following information was provided by the initial reporter: customer called in complaint for products 367861 and 367986. Customer states physicians have noticed palate count issues with product 367861, lot 9126996. Initial testing would have low palate count then when reanalyzed and "vortex" by machine, palate count would be in normal range. Potassium levels were witnessed as high 6.1-6.2 with product 367986, lot 9150833. When patients were redrawn potassium levels were in normal ranges 4.1-4.3. Customer has no specific dates or number of occurrences for either products. Spoke with the customer and she stated that the edta tubes were drawn by different phlebotomists at a doctor's office and transported to the lab by courier in boxes with ice packs that are not in direct contact with the samples. They are inverted 5x. The plt clumping has occurred for the past month and a half with about 1/2 of the tubes. The results are normal if the tubes are vortexed. She stated that the sst tubes are drawn at the out patient department within the hospital, and are allowed to clot for 30-45 minutes before centrifugation. The tubes are spun at 4900 rpm for 10 minutes. The staff does not re-spin the tubes and the samples do not appear to be hemolyzed.